Event description:
It was reported that a pt underwent an unk procedure on an unk date and a drain was placed. On (B)(6) 2010, "the vacuum in the bulb stopped so that it lost suction." A second like device was used with no adverse pt consequences. Additional info has been requested.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.